Event description:
New information received states that during a generator replacement procedure, the physician elected to cap the lead after seeing degredation of the lead. There were no other electrical abnormalities. The patient was stable before, during and after the procedure.

Event description:
It was reported that the lead was capped and replaced due to an insulation anomaly on (B)(6) 2017. No further information is available at this time.